Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp failed to capture. Upon removal from the body for inspection, the lp failed to be separated from the delivery catheter. The procedure was completed using an alternate lp on (B)(6) 2025. The patient was stable.